Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed to open. The field service engineer (fse) inspected and found that the latch mechanism was unresponsive. The fse replaced the tower door latch mechanism which restored the door function properly. Then the fse performed several tests using the hardware test application (hta), and the pharmacist conducted an inventory count. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower top door was failed to open and locked. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.